Event description:
This is more of a problem that happens over time. The pole clamp assembly becomes loose over time and will come apart from the feeding pump. We have always gotten these while they are still loose but the potential for feeding pump to separated and fall from the pole clamp is big. Manufacturer response for feeding pump, kangaroo (per site reporter): we send these in for repair as needed, they are still under warranty. Manufacturer states that they are looking to make this better.